Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient was pre-operatively diagnosed with lumbar degenerative disk disease, l4-5. Lumbar degenerative disk disease, l4-s1 and underwent following procedures: posterior segmental pedicle screw instrumentation, l4-5, l5-s1. Posterior lateral arthrodesis using compression resistant matrix, locally harvested bone graft rh-bmp2, l4-5. Lumbar decompression at l4-5 to decompress the l4 nerve root. Lumbar posterior lateral arthrodesis using compression resistant matrix, locally harvested bone graft, and rh-bmp2, l5-s1. Lumbar decompression at l4-5 to decompress the l5 nerve root. Lumbar decompression at l4-s1 to decompress the s1 nerve root. Locally harvested bone graft, morselized. As per op-notes ¿hemostasis was achieved using fibre-soaked gelfoam, an then bilateral arthrodesis was completed using compression resistant matrix, bmp-soaked sponge and locally harvested bone graft which had been morselized. This was placed spanning the transverse process of l4, l5 and the sacral ala bilaterally.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.